Event description:
A customer reported that their mobile app froze while attempting to pair their pump with the g6 sensor, and subsequent attempts to resolve this issue by re-launching, uninstalling, and reinstalling the app, as well as resetting the pump, were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.